Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center displayed incompatible scope error 315 and had no image. This issue occurred during inspection for use. There were no reports of patient involvement.